Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: a report from the field indicated that the patient experienced a subarachnoid bleed (sab) following mechanical thrombectomy of a middle cerebral artery (m2 segment) occlusion using a 5mm x 22mm embotrap iii (et307522/unknown lot number) revascularization device. It was reported that there was no ¿damage¿ for the patient and the patient is doing well. The patient¿s baseline nihss score was 20, and after the procedure was 1-2. No further information is available. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Hemorrhage is a well-known extensively documented potential complication associated with the embotrap iii revascularization device and is listed in the IFU as such. Because of diminished autoregulation in vessels supplying the infarcted tissues with the inability to retain blood inside of the arteries, there is increased risk of hemorrhage upon return of normal blood flow. The use of tissue plasminogen activator (tpa) also puts the patient at a higher risk for experiencing hemorrhage. Review of the available information suggests that patient, procedural, and pharmacological factors may have contributed to the reported hemorrhage. There is no indication that the device malfunctioned or that it is related to the device design or manufacturing process. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A report from the field indicated that the patient experienced a subarachnoid bleed (sab) following mechanical thrombectomy of a middle cerebral artery (m2 segment) occlusion using a 5mm x 22mm embotrap iii (et307522/unknown lot number) revascularization device. It was reported that there was no ¿damage¿ for the patient and the patient is doing well. The patient¿s baseline nihss score was 20, and after the procedure was 1-2. The device is not available for evaluation. No further information was provided at the time of complaint initiation.